Event description:
Medical supply co orders oxygen concentrators. Approx two mos ago rptr received 50 oxygen concentrators from respironics with critical component defects. It was determined by a certified respironics repair technician that a piece of tubing which allows oxygen to flow to the pt was cut too short causing it to "kink" thus blocking off the oxygen supply to the pt. Rptr immediately contacted the respironics rep to discuss the issue. Rptr was promised at that time this would not occur again. Unfortunately, rptr recently received another shipment which 20% of the concentrators have this same defect.